Event description:
The report received from the affiliate indicated that a savvy long balloon burst at 10 atm during inflation. During removal, the balloon separated from the catheter and was removed with a fogarty catheter. The patient presented for a right posterior tibial artery angioplasty with a 2 x 150 mm savvy catheter. During the procedure, with the inflated catheter at 10 atm (nominal pressure at 6 atm, rupture pressure at 15 atm), there was the rupture of the balloon, which was confirmed by the loss of the pressure in the insufflating syringe and the reflux of bloody fluid. When attempting to remove the balloon catheter, it remained fixed to the 0,018 x 300 mm roadrunner guidewire. When both were (the catheter and the wire), there was rupture of the catheter body and ¿disinsertion¿ of the balloon, separating the catheter. The broken catheter was removed and later, the detached balloon was successfully removed through a ¿popliteal artery embolectomy and tibioperoneal trunk with a fogarty catheter." The lesion was calcified with no vessel tortuosity. There was more than 80% stenosis present and in some portions, the patient presented chronic total occlusion. There was no difficulty removing the product from the hoop and there was no difficulty removing the protective balloon cover. There was also no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast was ultravist 300 with a 5 ml contrast and 10 ml de saline solution. An angiflator inflation device was used and it was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty.